Manufacturer narrative:
This product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is unit is alarming, unit shuts down, unit alarms are not functional, and getting an error code. The key failure is the pilot valve is not switching. Additional malfunction identified on the irs is a broken power switch (aka on/off switch). The power switch non-functioning alarm issue is a reportable event which is the basis of this 3500a.